Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, symptomatic uterine fibroids and pelvic adhesions and mesh was implanted. It was reported that the patient had concurrent procedures of a hysterectomy, laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy with adhesiolysis of adhesions performed during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, organ perforation, fistulae, bleeding and neuromuscular problems, vaginal scarring, urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient was admitted on (B)(6) 2005 for acute pyelonephritis (gram negative sepsis) and was treated. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic appendectomy on (B)(6) 2005 and (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.